Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
See a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed and the reported issue was repeated and duplicated multiple times. The air detector was not operating as intended. The air detector sensor will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an "air in line detected" alarm when placed on set. Multiple sets were tried. It is unknown if this occurred while in use with a patient.